Event description:
It was reported that during a ptca procedure, the maverick otw balloon ruptured at 6 atms. (The number of inflations performed is unknown.) The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unknown. No pt injuries or complications were reported.